Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as  "low"; however, specific value was not provided. Low bg cause was not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.